Event description:
It was reported the xenon light source exhibited a communication error code b30. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: 1) turn off the clv-190 and the cv-190. 2) take the scope out and clean the contact pins on the scope. 3) blow a bit of air with the mouth on the clv-190 connector. 4) plugged the scope back into the clv-190. 5) turn the components back on. Troubleshooting was able to solve the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.